Event description:
Revision surgery - due to the patient's shoulder dislocating; the surgeon decided to change the insert to create better stability.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder dislocated. The length of in vivo service was 16 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.